Event description:
Patient reported the menu and check buttons have worked intermittently since (B)(6) 2013, and the buttons have to be pressed hard and at a certain angle for the infusion device to respond. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the check/menu button are lacerated. The damages did not influence the functionality of insulin pump, and the button's function was tested successfully and comply with the product specifications.